Manufacturer narrative:
The device was returned for analysis and was unable to communicate due to low battery. Premature battery depletion was confirmed by analysis. A device evaluation was performed and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
During follow-up, premature battery depletion was reported. The device was interrogated in (B)(6) 2019 which indicated the remaining battery longevity was over five years. However, the device was interrogated on (B)(6) 2019 and the battery was at end of life (eol) and could not be interrogated. The device was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an overestimation of battery longevity was reported. The device was interrogated in (B)(6) 2019 which indicated the remaining battery longevity was over five years. However, the device was interrogated on (B)(6) 2019 and the battery was at end of life (eol). The device was explanted and replaced with no adverse consequences to the patient.